Event description:
Imaging was aborted.

Manufacturer narrative:
Correction: updated ed "imaging was aborted". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field by a medtronic representative. No voltage from power supply (ps1). Ps1 was replaced to resolve the issue. All testing passed. The part was returned for evaluation. Analysis was unable to confirm reported complaint, " spark noise." Visual inspections shows multiple components are electrically over stressed. A software analysis was performed. However, not a software issue. Complaint data analysis found complaint data analysis found the event is due to a hardware issue. No voltage from ps1. Replaced ps1".software functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6) product ID: bi71000450, serial/lot #: - (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when attempting to bring the system in for a case and preparing to move the system to perform spin, the system was making a loud sparking noise. Sales rep reported the system was aborted from the case and the competitor was brought in to proceed with the case. Sales rep reported there were no signs of fire as system was aborted from case not long after sparking noise. Patient was present. There was unknown surgical delay and impact on patient outcome. Add information received that completed the surgery using a another system caused less than one hour surgical delay. No patient impact.